Manufacturer narrative:
Evaluation determined that standard investigation is needed because the report of coupling problem is an allegation of a device failure, which suggests a possible failure of a device, labeling or packaging to meet specifications. An assessment of the source information indicates there was no adverse event associated with the alleged device failure. Assessment determined that there is not an existing formal investigation for the issue identified in this event. However, a new formal investigation is not possible, because there is inadequate information to initiate formal investigation activities; the root cause of the coupling problem remains unknown. Concomitant products: product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead.

Event description:
Additional information received from a consumer reported the implantable neurostimulator (ins) was eventually replaced. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that there was a coupling problem. The patient had their implantable neurostimulator (ins) implanted about 2 weeks prior to the report and they could not get any coupling bars since implant. The ins was implanted in the patient¿s abdomen. The ins was able to be felt and a manufacturer representative did not think the ins was too deep. They had tried charging in different positions with the patient but that had not helped. There wasn¿t much swelling present. The patient had an older recharger that was tried with the same result. Antenna locate was performed and got numbers in the range of 44 to 48. A quick physician mode recharge was performed but did not resolve coupling issues. Due to being unable to couple the patient¿s physician decided to replace the battery with a non-rechargeable. The replacement date had not been set at the time of the report. The patient was still getting stimulation therapy. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3708140, serial # (B)(4), implanted: (B)(6) 2014, product type extension; product ID 97754, serial # (B)(4), product type recharger; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2014, product type extension; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).